Event description:
It was reported that approximately 10 years and 6 months following the implant of this transcatheter bioprosthetic pulmonary valve, a pre-implant balloon valvuloplasty was performed as a standard procedure for the implanting physician and a second pulmonary valve was subsequently implanted in the patient.

Manufacturer narrative:
Continuation of d10: product ID: pb1018 (serial: (B)(6) ); product type: 0195-heart valves; implant date (B)(6) 2025. An initial medwatch report was submitted conservatively. Of note: the patient was approximately 12 years old when the valve was implanted and was replaced when the patient was 22 years old. The valve is used in palliative treatment and successfully delayed the next intervention for over 10 years medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately ten years and six months following the implant of this transcatheter bioprosthetic pulmonary valve, a pre-implant balloon valvuloplasty was performed as a standard procedure for the implanting physician and a second pulmonary valve was subsequently implanted in the patient. Additional information was received indicating that the second valve was implanted because the first valve exhibited moderate-plus regurgitation, which was said to be expected for a device lifetime of more than ten years. It was also confirmed that the need for a second valve was not due to patient outgrowth. And the reporter noted that the second valve was implanted valve-in-valve in the first valve and resolved the regurgitation.